Manufacturer narrative:
Complaint co21-2100-211 regarding the caps coming off in centrifuge: no samples were received for evaluation. No customer pictures were received. No material numbers were provided by the customer. No batch numbers were provided by the customer. No further information or clarification was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. This portion of the complaint cannot be determined. Regarding the overfilling: received 1rk 456279/b20123d6 for evaluation. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated.

Event description:
Customer states tubes overfilling and caps come off in centrifuge on overfilled tubes. The 2 instancesi witnessed were both lot# b20123d6. Both tubes filled >10% mark. The customer believes that both were collected using the bd eclipse blood collection needle with pre-attached holder. The overfilled tubes are used for testing on an analyzer. The analyzer was: immucor echo lumena; tech did not record the specific error code given by the instrument and the code is not retrievable from the database backup disk. The instrument was able to process the sample after the tech removed some of the plasma. No recent service has been to the analyzer before or after the issue started. With regards to caps coming off from overfilled tubes during centrifugation, no known exposure occured to the staff. It is unknown, if caps came off only of the overfilled tubes. No photos are available. Make and model of centrifuge - hettich eba 200, centrifuge speed in rcf (not rpm as we do not know the radius of the centrifuge rotor in use) - 685 rcf, centrifugation time - 5 min. ·